Event description:
Shortly after implant, the patient reported severe pain and burning in the abdomen area. The surgeon decided to take the patient back into the or and replace the paddle lead with two linear leads. The patient continued to report pain after the placement of the new leads. The surgeon decided to explant the system. Post operatively patient reported numbness and minimal mobility in both legs. Patient reports that symptoms are improving.